Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and reported the screw head recess (phillips head) had a metal burr and resolved the issue by filing the electrode screw head smooth with a metal file. The unit was returned to service on 2/15/2017.

Event description:
A customer reported a healthcare worker (hcw) was cut from a screw on their sterrad® 100nx while loading two scopes into the unit and brushed her thumb on a metal screw inside the chamber. She was seen in the emergency room and received stitches on the inner part of the thumb, and a splint and dressing was applied. The hcw was released back to work, but restricted for a few weeks from working in the decontamination room. The hcw later reported the stitches were removed after 10 days. A new dressing was placed at that time, and she wore the splint for one additional week, then switched to a ¿band-aid.¿ after two and a half weeks, it was reported to be completely healed, and the hcw reported she did not miss any work due to the injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to mechanical or physical force to be ¿medium.¿ no parts were replaced to resolve the issue. The assignable cause of the issue is due to a metal burr that was on the top of a screw head located on the inside of the sterrrad. The field service engineer filed down this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.